Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during an endoscopic retrograde cholangiopancreatography, with the subject device, the patient had a peripapillary perforation. It is unknown how this was treated. The patient also had an infection and the surgeon suspects it was caused by the subject device not being reprocessed well and because of the perforation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a root cause of the reported issue could not be determined due to the following: no specific details regarding the patient injury were provided by the user, no information regarding the reprocessing steps were provided by the user, no culture test results were provided by the user, and the device has not been returned for an inspection. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes a correction to e1 from initial medwatch. Also, information added to d8, e2 and e3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The doctor notified olympus by telephone that no additional information would be provided until the hospital conducts its internal investigation. The patient was no longer hospitalized at the hospital where the event occurred, and was moved to a public hospital for further care.